Manufacturer narrative:
Concomitant products: etlw1610c199e stent graft, implanted: (B)(6) 2012; enbf2316c124e stent graft, implanted: (B)(6) 2012; etlw1610c124e stent graft, implanted: (B)(6) 2012; 694758 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's right atrial (ra) lead had intermittent undersensing. The ra lead sensitivity was reprogrammed and the lead is still in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.